Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient attended a routine follow up visit for an exercise stress test. The patient reported feelings of hitting a wall when walking. Data review showed av block occurred at 150bpm causing missed beats and the test was aborted due to increased heart rate and blood pressure, chest pain, arrhythmias and st changes. The cardiologist inquired if there were any device settings that could be causing the reported clinical observation. A boston scientific technical services consultant reviewed the remote data and noted the device is programmed ddd 50-180bpm. The provided report indicated the patient's maximum heart rate was 165bpm during the stress test. The consultant identified past queries had been raised about intermittent t-wave oversensing approximately four years ago. Review of the most recent atrial tachycardia response (atr) events showed evidence that occurred intermittently and that would have set up a refractory period thus preventing tracking of the atrium. Programming options were discussed; however, a viable option was not identified. Adjustment in pvarp after premature ventricular contractions (pvcs) may prove benefit when the oversensing occurs at upper rates. However, the clinical observations appear to be a timing issue coupled with the intermittent oversensing of the t-wave. The system remains in service and no adverse patient effects were reported.